Event description:
It was reported the patient stated "I was having an awful night, I passed out, I fell, I have bruises." The patient stated a device check was done and it was confirmed the patient received a shock. The caller was encouraged to see the cardiologist. Follow-up was attempted however, no additional information was received. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 6947-65 lead (B)(6) 2013. (B)(4).